Event description:
I had a sternal put in, (B)(6) 2008, I have had it in for about 6 yrs now. By (B)(6) 2014, I started to have chest pain and shortness of breath and they admitted me on (B)(6) 2014. The sternal had bent and twisted the 3rd time I done had a three put in now. In 2004, I had heart attack and stroke, which I was diagnosed congestive heart failure, so then by 2008, dr (B)(6) did this (B)(6) 2008, put in this stent placement in. Now it's been about 6 yrs and now I started having chest pain and dizzy and shortness of breath. I went to the hospital on (B)(6) 2014 admitted and discharged on (B)(6) 2014, I was told that I can't stay but 24 hour cause of my medicaid wouldn't allow me to stay, but 24 hour but that wasn't true. So my chest pain getting worse for the last three weeks. So I return back to the ER with the same complaints of chestpain and getting worse which I was admitted on (B)(6) 2014 and had to have stent replacement again which the stent had bent twisted and I stayed from (B)(6) 2014. Now I just had a new stent replacement again on (B)(6) 2015.